Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior use, the 5 x 18 mm herculink balloon expanding stent (bes) was attempted to be loaded onto a spartacore guide wire (gw); however, the bes was difficult to slide [resistance]. Therefore, the bes was attempted to be removed from the gw and resistance was also noted when removing the bes. Then the tip of bes separated and the stent end became flared. The physician removed the tip of the bes from the gw and loaded an unspecified stent to continue the procedure successfully with the same gw. There was no patient involvement and no clinically significant delay reported in the procedure.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported tip separation and stent deformation were confirmed. The reported difficulty to advance and difficulty to remove could not be confirmed due to the condition the device was returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty to advance/remove from the guide wire could not be determined. The reported tip separation and stent deformation appear to be related to operational context of the procedure as it is likely the reported difficulties advancing/removing the delivery system resulted in the reported and observed tip separation and stent deformation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.